Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged from 400 mg/dl to greater than 600 mg/dl, with moderate ketones. School nurse administered insulin injection to address the issue. Infusion set was changed and a new cartridge was loaded. System check was performed with tandem technical support and the pump performed as intended. Contact reported that infusion site would also be changed.